Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer was hospitalized in november or december for a low blood glucose level of 27 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer stated that the insulin pump that they were wearing is working as designed. No further information was provided.